Event description:
During implementation of protective IV syringes: two incidents of catheter shearing took place. Unable to identify why it happened. MFR's reps were involved. Rptr pulled the lot numbes and will send the devices to MFR's lab for evaluation. No injury occurred to either pt.